Event description:
Guidant received info that the pt implanted with this implantable cardioverter defibrillator (ICD) expired. The pt last received therapy (anti tachy pacing) approx two weeks prior. The cause of death was unknown and the physician is not willing to return the device for analysis. A previous medwatch was filed; however, the device was subsequently returned for analysis.

Event description:
Event description guidant received information that the patient implanted with this implantable cardioverter defibrillator (ICD) expired. The patient last received therapy (anti tachy pacing) approximately two weeks prior. The cause of death is unknown and the physician is not willing to return the device for analysis.

Manufacturer narrative:
Upon receipt at guidant's reliability assurance lab, the device was put through and passed a series of automated diagnostic testing that verifies the performance of defibrillation, pacing, sensing, high voltage shocking, and recording functions of the device. There were no recorded episodes to view in the device history in close proximity to the documented date of death; however, it apears the device was not immediately programmed off subsequent to the pt's death. As such, numerous episodes were recorded after march 1, 2006 which represent device activity after the pt's date of death. No add'l info is available at this time. Should add'l info become available, this event will be updated.